Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the service center for evaluation. During servicing of the device, scratched upper enclosure was found. There was no evidence of foam particles. The device has been repaired.